Manufacturer narrative:
The device, cable, and electrodes were returned to zoll medical corporation for evaluation. No faults were found with the returned products. Evidence of poor electrode-to-skin coupling was observed, including minimal hair on electrodes and high patient impedance in the device log. No defibrillation discharge was recorded, and the event-specific log was not available. The patient burn is consistent with poor coupling. As outlined in the pro-padz radiolucent solid gel electrodes instruction for use (IFU). No device malfunction was identified. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert an 81-year-old male patient; a spark was seen on the electrode pads, after removing the electrode pads, burns were found on the patient's chest. The burn severity is unknown. A second electrode pad set was used, and the cardioversion was successful with no more burns.